Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use from 29-apr-2024 to 03-may-2024. The blood glucose level of the patient was 400 mg/dl. The issue occurred with seven similar types of infusion set used for 48 hours for event one and 24 hours for other events. No further information available.

Manufacturer narrative:
Initial and final MDR 1883841- MDR 3003442380-2024-07337- device 6 of 7.